Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 480 mg/dl and at the time of call. Customer's blood glucose was 400 mg/dl. Customer was not albe to troubleshoot as she was driving, but will call to troubleshoot no delivery. No further info provided.